Manufacturer narrative:
Correction made to d10: device avail. For eval: no (previously yes). Correction made to h3: device returned for evaluation: no (previously yes). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that the dark blue female connector was separated from the light blue main body. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and twist clamp of the minicap transfer set; further described as ¿a presence of a lumen between the connection of the integrated clamp and the connection end¿. This was noticed after use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.